Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) patient experienced vaginal mesh exposure after altis procedure. Date of procedure : (B)(6) 2017; date of onset event : (B)(6) 2017; description of the event : vaginal mesh exposure probably due to wound dehiscention : area of suture line, size > 1 cm of vaginal epithelial separation. No infection. Treatment : revision of the altis sling on (B)(6) 2017 : section of the device (without removal). Removal of vaginal mucosa with benign ulcus and granulation. Status of the event : resolved on (B)(6) 2017. According the investigator, the event is related to the procedure. No other visit of the patient to the hospital/surgeon known.

Manufacturer narrative:
This follow-up MDR is created to document the additional and corrected event information.

Event description:
Correction to last follow up report, the event was considered resolved on (B)(6) 2017. Additional information indicated during the annual visit on (B)(6) 2019, patient reported the persistence of sui and urge incontinence, which occurred since (B)(6) 2017. According to the investigator, these events are related to procedure.

Event description:
Additional information stated, on (B)(6) 2017, a section of the device was revised and removal of vaginal mucosa with benign ulcus and granulation. The event was considered resolved on (B)(6) 2018.

Manufacturer narrative:
(B)(4). The device remains implanted. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. However, because quality's examination may not conclusively confirm or disprove the report of exposure, wound dehiscence, and granulation, quality accepts the physician's observations. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 5124757. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.